Manufacturer narrative:
Product complaint (B)(4)complaint conclusion: as reported by the field, during an endovascular embolization, the physician released an enterprise2 4mmx23mm intracranial stent (encr402312, 8582177). The distal markers of the stent opened well, but the 3 proximal markers of the stent were converged which could not expand as expected. The physician used micro- delivery wire to massage the proximal markers, the proximal markers were opened well. When withdrawing the micro- delivery wire, it was found that the micro- delivery wire was entangled with the stent. The physician removed the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and intermediate catheter (other brand) and the stent from the patient's body. A new stent was replaced with the same microcatheter and the same intermediate catheter to complete the operation. The surgery was prolonged about 15 minutes. The patient was in stable condition on post procedure imaging. No additional information is available. One photo accompanied the complaint file shows the tip of the micro-delivery wire tangled with the body of the stent. The stent was noted to be no longer attached to the delivery system, and both ends can be appreciated as completely flared. In the other picture, the micro-delivery wire was no longer on the stent. The rest of the device is not observed in the pictures and cannot be evaluated. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the detached stent was returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. This condition is consistent with the conditions seen in the provided pictures. The customer complaint regarding a stent not expanding as expected was not confirmed since the stent was noted as already expanding on both ends. It is possible that the marker bands may have converged together but opposed to the vessel wall during the procedure. In addition, the issue regarding difficulties during the withdrawal cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8582177. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, the physician released an enterprise2 4mmx23mm intracranial stent (encr402312, 8582177). The distal markers of the stent opened well, but the 3 proximal markers of the stent were converged which could not expand as expected. The physician used micro- delivery wire to massage the proximal markers, the proximal markers were opened well. When withdrawing the micro- delivery wire, it was found that the micro- delivery wire was entangled with the stent. The physician removed the prowler select plus 150/5cm microcatheter ( 606s255x, lot unknown) and intermediate catheter (other brand) and the stent from the patient's body. A new stent was replaced with the same microcatheter and the same intermediate catheter to complete the operation. The surgery was prolonged about 15 minutes. The patient was in stable condition on post procedure imaging. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One photo accompanied the complaint file shows the tip of the micro-delivery wire tangled with the body of the stent. The stent was noted to be no longer attached to the delivery system, and both ends can be appreciated as completely flared. In the other picture, the micro-delivery wire was no longer on the stent. The rest of the device is not observed in the pictures and cannot be evaluated. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8582177. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable the issue regarding a stent that could not expand as expected cannot be confirmed; even though as mentioned on the event the micro-delivery wire was observed on the stent this was noted completely flared. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.